Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of or the treatment for the peritonitis was not reported. At the time of this report, the patient was hospitalized for the peritonitis (date unspecified) and pd therapy was ongoing. Patient outcome was not reported. No additional information is available.